Event description:
It was reported by service report that the head of the stretcher was drifting down. The customer could not determine whether there was patient involvement or adverse consequences occurred.